Event description:
It was reported that a paraplegic customer was stuck on the upper level of his home when the battery on his mov chair ceased to function. No adverse consequence reported.

Manufacturer narrative:
The customer stated that the battery meter illustrated two bars. The operations manual stated that a two bar reading indicates that the battery needs to be charged.